Manufacturer narrative:
Revision occurred approximately 105 days after the primary surgery due to instability. No actual,implied, or suspect link to fx product.

Event description:
Revision occurred on (B)(6) 2026 approximately 105 days after the primary which occurred on (B)(6) 2026. No fall or other trauma was reported. Based on comparing usage forms, only 3-4 pegs glenoid pe cemented size l and centered head cocr/tin 48x18 was explanted due to instability and replaced with humelock reversed ta6v cementless glenoid baseplate w/ screw ti/ha ø24mm, +3mm lateralized, humelock reversed centered glenosphere w/ screw cocr/ta6v/tin 10° tilt ø36mm, humeral cup 135/145° standard pe/ta6v ø36 +3, central screw ta6v ø4.5mm l.14mm, locking screw ta6v ø4.5mm l.25mm, locking screw ta6v ø4.5mm l.20mm and two locking screw ta6v ø4.5mm l.15mm.